Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 502-11-52e trident hemispherical cluster hole shell lot 92457401. 6721-0635 size 6 accolade ii 127 deg lot 92442101. 6260-9-236 v40 cocr lfit head 36mm/+5 lot 706tjr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient developed an infection. Revision surgery booked for 12th dec.